Event description:
The pt came in for a routine follow-up. At first check the magnet rate was normal. Then the nurse performed the pacing/sensing threshold tests; she noticed a dramatic change in thresholds. After the tests, the pacer was programmed to 60 ppm, but the nurse noted that the unit would pace at 75 ppm intermittently. Upon the next inquiry, the programmer gave the backup screen. The nurse tried 5 or 6 times but could not reset the device.